Manufacturer narrative:
Customer service noted that the pump shows three bars and at the time of troubleshooting the pump phases were working as intended. The customer was concerned the issue would reoccur; customer service sent the customer a new pump. In follow up with a complaint handler on (B)(6) 2023, the customer indicated that she developed mastitis on (B)(6) 2023. She stated she is in recovery and finishing up her antibiotics. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2023, the customer alleged to medela llc that her pump connectors we're not fitting correctly. Customer service sent the customer new pump connectors. On (B)(6) 2023, the customer alleged to medela llc that her freestyle flex pump let down function was not working. She also stated the pump is switching phases on its own, the customer alleged she was diagnosed with mastitis at the ER and was prescribed keflex and cephalexin.